Event description:
It was reported that noise leading to oversensing was observed on the atrial lead. Decreased sensing was observed on the right ventricular (rv) lead. Lead damage was suspected on the rv and atrial leads but was not confirmed visually. The atrial and rv leads were explanted and replaced to resolve the event. The patient was stable following the procedure. There were no adverse consequences. Related manufacturer reference number: 2017865-2021-19729.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the atrial lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that noise leading to oversensing was observed on the atrial lead. Lead damage was suspected but could not be confirmed visually. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.